Event description:
It was reported that the caller experienced a cartridge alarm 31 with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the replacement of a malfunctioning pump, discussed a loaner pump agreement, and advised the caller about backup therapy using multiple daily injections; furthermore, the caller agreed to send insurance card pictures.